Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been having pain where the piece was located since sunday. They said the pain was from the waist to the front and had moved over to the front. They consulted with a cancer specialist who said it had nothing to do with it. The specialist ordered a computed tomography (CT) scan, and told the patient to call to see if they could proceed with the CT scan. They called the doctor's office and they said they could assure that the stimulation was too high. When it was too high, the patient felt a burning sensation and that was exactly what they felt. The patient had tried to increase the stimulation, but the patient programmer would not allow them to increase stimulation. Originally, they had it at "3." They would increase or decrease stimulation and feel it in the vagina. They did not currently feel the stimulation. Three weeks ago they increased it to 3 volts because they were having a lot of accidents. The day of the report, they spoke to someone, and the patient had actually turned the therapy off. They changed the batteries. The caller was walked through checking their current settings. Patient therapy was turned off and they were on program 2 at 2.5 volts. The patient turned the stimulation down to 1.5 volts, and then turned the therapy back on. They increased the stimulation to 2.7 volts, and then backed it down to 2.5 volts because it was uncomfortable. It felt much better at 2.5 volts. They did not have pain anymore. They were advised that with their device, they were able to have a CT scan, and that if they wanted to know if they could have the scan with pain, that was a medical question.